Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt or check belt messages) was confirmed due to the lead 2 (orange) and the lead 1 (white) wires being broken. The belt did not pass essential performance testing. The root cause for the broken wires was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages.